Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and documented under patient identifier (B)(6) (related record). The results of the device evaluation are as follows: leaking of the bending section cover (a-rubber) and connector, deformed distal end of the insertion part, a cementing defect on the a-rubber, deformed/kinked connecting tube, and fiber breakage on the image guide bundle. Scratches were noted on the connecting tube, grip unit, up/down knob and the universal cord. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported event could not be identified. The user did not perform microbiological tests on the device. However, it was confirmed that the user deviated from olympus¿s reprocessing steps. Brushing was not performed in the biopsy channel, suction channel, biopsy port, or suction cylinder during manual cleaning. As previously reported, when olympus culture tested the device after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. There were no microorganisms detected. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated under patient identifier (B)(6). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that there were two patients that had undergone bronchoscopy with an oes bronchofiberscope that were infected with a multi-drug resistant bacteria; the hospital was unsure where or when they were infected. The hospital was exploring all possible sources of infection. The hospital did not have a traceability system, and there were no records of disinfections. The hospital did not perform microbiological tests on the device. Olympus sent the scope for microbiological testing. The distal end unit was swabbed and a sampling solution was obtained from the biopsy/suction channel. There were no organisms detected in either sample. Patient identifier (B)(6) is for patient 1. Patient identifier (B)(6) is for patient 2.